Event description:
It was reported the pt underwent a percutaneous transluminal angioplasty with several stents placed in the left common iliac artery in 2003. The left femoral arteriotomy was sealed with an angio-seal device. X-ray images obtained revealed the arteriotomy site was at the bifurcation of the superficial femoral and femoral profunda arteries. The pt presented to the hosp five weeks later with leg pain. A femoral angiogram with access obtained in the right femoral artery revealed a subtotal occlusion at the site of the previous left femoral arteriotomy with thrombus present around the angio-seal anchor. The pt underwent surgery where the angio-seal device was removed.